Event description:
It was reported that the device was used during an open bowel procedure. It was reported by the rep that the tlc75 fired once, then would not fire when reloaded. The case was completed by using another instrument. There was no consequence to the pt.